Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted.. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent laparoscopy, extraperitoneal colpopexy, rectocele repair, cystoscopy, perineorrhaphy with anal sphincteroplasty and excision of cystic vulvar mass due to pop, sui and perineal defect. It was reported that the patient also underwent a prolift implant on (B)(6) 2010 it was reported that the patient underwent gynecare gynemesh on (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui/pop. The patient underwent another mesh implant on (B)(6) 2013 concurrently with partial hysterectomy. The patient underwent lysis of adhesion from bladder on (B)(6) 2010. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/16/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent diagnostic laparoscopy, enterolysis, ovariolysis, aspiration of inclusion cyst, biopsy peritoneum, bilateral ureterolysis, revision of mesh, cystoscopy with bladder hydrodistention, bilateral ovarian transposition on (B)(6) 2015 by dr (B)(6) at (B)(6) due to abdominal pain, painful bladder, pelvic pain, dyspareunia and adhesions.